Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2022 with blood glucose of 1600 mg/dl. The customer's current blood glucose is unknown. The customer did not experience any symptoms such as a result of high blood glucose. The customer was treated by bolus with insulin injection. Customer had been using the insulin pump system within 48 hours of reported high blood glucose event. The customer report did not allege under delivery on insulin pump. No further complications were reported. The customer will continue to use the device

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in section b5, h6 (health effect - clinical code and health effect - impact code ), h10 with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The customer did not experience any symptoms such as a result of high blood glucose. The customer was treated by bolus with insulin injection" to be disregarded as per the recommendation from the medical safety team.